Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photograph noted a leak inside the pouch that contained the device. The location of the leak could not be determined from the provided photograph. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a single day infusor leaked before use. The location of the leak is unknown. There was no patient involvement. No additional information is available.